Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported feeling shocks from their device. They reported they did have a fall, but didn't remember if it was prior to the change in stimulation. Their device was interrogated with the physician in the office, impedance check was within normal limits. The sensory response was checked on each program and all were felt within the bicycle seat with the exception of c1, which the patient reported feeling down their leg. C1 was eliminated and replaced with a new program per physician, c7, which the patient was feeling comfortably in the bicycle seat. There were plans to follow-up with the physician in one month to give feedback on the new program. It was reported the issue was resolved at the time of the report. It was noted that no surgical intervention occurred or was planned. No further complications were reported or anticipated.